Manufacturer narrative:
Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test due to missing spring. Insulin pump received with stripped battery cap coin slot(p). Cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.